Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels in the 300's mg/dl. At the time of the report, the user's bg level was 401 mg/dl. Reportedly, the user was taking antibiotic medication and stated that it can cause elevated bg levels. The user addressed bg level with a bolus via the pump and with a manual injection.